Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was the distal portion of the stent did not fully open, consequently it was not well placed in the vessel to be implanted, therefore, continuing the maneuver to release the stent, as it was not well placed distally, the device fell into the inside the aneurysm, which was removed and another successfully implanted. It was also reported the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. .

Event description:
It was reported that during brain aneurysm recanalization treatment at aca (anterior communicating artery), the distal portion of the subject stent did not fully open as shown in imaging. Consequently, the subject stent was not well placed in the vessel to be implanted, therefore, continuing the maneuver to release the subject stent, as it was not well placed distally then the subject stent felt into the inside the aneurysm, which was removed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.